Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: a visual inspection of the pump revealed visible moisture on the display. No moisture was observed in the battery compartment. A pump case cover crack was observed between the corner of the lens and case seal. A leak test was performed and a pump case leak was confirmed. The pump was opened and moisture was found throughout the inside of the pump including the printed circuit board (pcb), battery housing and motor housing. A download failed due to moisture on pcb. Unrelated to the complaint, the display was dim and multi-colored. The serial number for this pump is (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture ingress present behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.